Event description:
It was reported that the patient was having underdose symptoms, specifically a return of spasticity. The health care provider (hcp) was unable to aspirate the cap (catheter access port) in office. The hcp was unsure where the issue was coming from and the managing hcp ordered the whole system to be replaced. Actions required as a result of the event therefore included explant and replacement. The device system was used to deliver baclofen. It was further reported that other medications the patient was taking at the time of the event included oral baclofen 10mg four times a day as needed. Symptoms the patient experienced associated with the event included increased spasticity that was refractory to intrathecal baclofen dose increases. The cause of the event was unknown. In terms of troubleshooting, it was noted side port access was done as well as x-rays, a dye study, bolus doses to assess response and ¿all studies were normal¿. It was noted the patient had recently failed to respond to bolus dosing. It was reported that to ¿good flow¿ from the side port and a normal dye study in the presence of lack of response from the patient, the patient underwent the pump replacement. He had experienced good control of tone for several weeks and then increased spasticity. It was decided to replace the pump and catheter to reduce the risk for additional surgeries and for patient safety. In terms of how the patient was now doing, it was noted the patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: 8598a, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type: catheter. Product ID: neu_unknown_cath, serial# unknown, implanted: (B)(6) 2009, product type: catheter. (B)(4). Analysis of the pump found no anomaly. Final analysis of the 8596sc catheter revealed no significant anomaly, there were coring/tears/cuts in the seal of the sc (sutureless connector), no leak was seen and there was no leak allegation. Analysis of the 8598a catheter found a hole or tear in the catheter body caused by the catheter connector pin.